Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump alarmed no delivery, followed by a motor error. Customer's blood glucose is 149 mg/dl. Customer was unable to troubleshoot the issue because her insulin pump alarmed motor error. She is returning the reservoir for analysis. Nothing further reported.